Manufacturer narrative:
Date of event: estimated based on aware date as event date was not reported.

Event description:
It reported that balloon ruptures occurred. During the procedure, two 2.50mm x 12mm nc emerge balloons and a 2.50mm x 12mm nc emerge balloon all ruptured prior to reaching nominal pressure. It was necessary to use other balloons to complete the procedure. There were no patient complications.

Event description:
It reported that balloon ruptures occurred. During the procedure, two 2.50mm x 12mm nc emerge balloons and a 2.50mm x 12mm nc emerge balloon all ruptured prior to reaching nominal pressure. It was necessary to use other balloons to complete the procedure. There were no patient complications.

Manufacturer narrative:
B3 date of event: estimated based on aware date as event date was not reported. H6 evaluation conclusion codes: corrected. A corrective action was opened to further investigate the issue of difficulty loading the wire and difficulty tracking over the wire. The investigation is in process, and no actions have been taken at the time of this regulatory report submission.